Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap twisted off. The number of joules was not reported. No pt injury was reported. The device was not returned for eval.